Manufacturer narrative:
Unknown, equipment evaluation pending; however, the end user reported leaning on the armrest during transfer. Hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over or falling from the power wheelchair: ... Do not put weight on armrest or controller while getting into or out of the power wheelchair."

Event description:
The end user reported falling while transferring out of the power wheelchair to a walker.